Event description:
Egd performed to identify source of gi bleed. The area identified in duodenum and attempt to place an over-the-scope clip (otsc). The rubber cap that clip is attached to dislodged from the distal end of the endoscope. Unsuccessful attempts to retrieve the cap were made using forceps. Then the gi md wanted to use an esophageal overtube. The anesthesiologist placed the endotracheal tube (ett) first then the overtube was inserted. The cap with clip were eventually removed. When the gi md attempted to reexamine the duodenal bleed area, there was blood and soft tissue injury noted to the "para-esophageal and upper esophageal" areas. The gi md feels the injury most likely was related to usage of the esophageal overtube. Patient's post-op course of treatment included remaining intubated, having CT scan of neck to evaluate areas of soft tissue injury, and being transferred to ICU. The patient had been in the imc pre-procedure.